Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed. After reviewing the stored egms, myopotential oversensing was suspected. Oversensing was reproducible with deep breathing and coughing. Programming changes were made and there were no more noise events. Patient's condition was stable.